Manufacturer narrative:
Bayer case number: (B)(4). Tiredness for about 6 months [tiredness], recurring herpes zoster [herpes zoster] , heartburn for the last 2 months [heartburn] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. The most recent information was received on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("tiredness for about 6 months") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2023 she experienced herpes zoster ("recurring herpes zoster"). On unknown date she experienced fatigue (seriousness criterion medically important) and dyspepsia ("heartburn for the last 2 months"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to herpes zoster, fatigue or dyspepsia. The reporter commented: current condition of patient: currently undergoing allergy testing for 49 metals (fingerprick) implants currently being assessed via an fv. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Allergy test] in 2025: not available [hysteroscopy] on (B)(6) 2012: we were surprised to discover a uterus with an almost complete septum. The iud is located in the left hemi-uterine cavity. Iud removed using bengolea forceps. We then proceeded with the insertion of an essure device for each hemi-cavity, specifically in each of the two ostia. Two coils were left in the uterine cavity. [Ultrasound scan] in 2025: not available [x-ray] in 2025: not available. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) tiredness for about 6 months [tiredness], recurring herpes zoster [herpes zoster] , heartburn for the last 2 months [heartburn] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("tiredness for about 6 months") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2023 she experienced herpes zoster ("recurring herpes zoster"). On unknown date she experienced fatigue (seriousness criterion medically important) and dyspepsia ("heartburn for the last 2 months"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to herpes zoster, fatigue or dyspepsia. The reporter commented: since the implants were inserted in (B)(6) 2012, and the follow-up x-ray 3 months after the procedure, I have had no specific monitoring of the essure implants. Having had minor health problems since 2023, I am trying to find out the real state of my implants and their real impact on my health. Current condition of patient: currently undergoing allergy testing for 49 metals (fingerprick). Implants currently being assessed via an abdominal x-ray without contrast (asp) and a 2d or 3d ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Hysteroscopy] on (B)(6) 2012: we were surprised to discover a uterus with an almost complete septum. The iud is located in the left hemi-uterine cavity. Iud removed using bengolea forceps. We then proceeded with the insertion of an essure device for each hemi-cavity, specifically in each of the two ostia. Two coils were left in the uterine cavity. [X-ray] (date unknown): not available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.